Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high sensing integrity counter (sic) count, and the right atrial (ra) lead exhibited noise. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.